Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the device was returned for analysis. No issues were noted with the profile of the tip. The t-body detached from the proximal outer. Bunching was observed at the proximal end of the proximal outer. There were multiple kinks along middle outer of the device. This type of damage is consistent with excessive force being applied to the delivery system. The stent was partially deployed by 15mm upon receipt at the complaint investigation site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jun-2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely calcified internal carotid artery (ica). A 10.0-31 carotid wallstent¿ was advanced but failed to cross the lesion. Plain old balloon angioplasty was performed and the procedure was completed.